Event description:
It was reported that the patient underwent a posterior spinal cervical procedure. Sometime post-op it was reported that the setscrews are loose and allowed the rod to back out at c2 and the bone screw was loose at left side c4 and left side c5. One month post-op the patient underwent a revision surgery in which the bone screws were removed and new screws were replaced and additional screws were added at t1 and t2 as well as a crosslink at c6-7. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Loose screw. This part is not approved for use in the united states; however, a like device catalog # 6958716, 510k # k081297 was cleared in the united states. The device was not returned for evaluation, however, films were supplied for review which found: vertex construct is noted c2 pedicle screws, spanning c3 then lateral mass screws at c4, c5, pedicle screws with lateral connectors noted at c6 and c7. Set screw has backed off allowing the rod to dissociate from the c2 screw.

Manufacturer narrative:
Mas head threads do not show evidence of cross threading. Mas crown witness marks suggest an incompletely seated/angulated rod, with one crown with full and symmetrical rod marks that are consistent with full seating, and two with partial seating, as evidenced by the symmetrical rod witness marks and one mas head with missing rod marks on one side of the crown. Mas head crown witness marks consistent with incomplete seating of rod during final tightening.